Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker is depleting faster than expected. An engineering analysis was performed and it was determined that the device appears to be depleting abnormally. Over the past year the power has been increasing steadily on a daily basis and appear that it will continue to increase. Root cause is unknown and future performance is uncertain. The projected longevity will continue to decrease. Technical services recommended to replace it. The pacemaker was explanted. No additional adverse patient effects were reported.